Event description:
During parallel testing between manual gel and the provue instrument, customer observed negative results with anti-c and 0.8% surgiscreen lot number 8ss381, cells 2 and 3. No death or serious injury was associated with this incident.